Event description:
While the device was ventilating a pt, the user observed that the device posted an error code and then shut down. The device then powered back on; however, was noted to power back off and remained off. The ventilator stopped functioning. The pt was transferred to another ventilator. No pt injury.